Event description:
It was reported by service report that the stretcher has a foot end section that is not latching. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Foot section latch was not latching in place.